Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2024, 5071 lead, implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to pocket infection with noted wound dehiscence. During removal of the right ventricular (rv) lead, after insertion of the stylet, the tip could be retracted, but it was determined that removal could not be done with simple traction, so removal was successful by using a locking stylet and a laser sheath. During removal of the left ventricular (lv) lead, after inserting the wire, the lead side tip rotated slightly, but it was determined that removal could not be performed with simple traction, so removal was successful by using a locking stylet and a laser sheath; adhesion of body tissue was confirmed in the lead tip part after removal. No adhesion of body tissue to the side tip. Additionally, it was noted that the epicardial pacing leads were used with an implantable pulse generator (ipg) for temporary pacing. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was only one epicardial pacing lead and the lead is being used as a permanent lead with the implantable pulse generator (ipg).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.